Manufacturer narrative:
The wt-5900 warmtouch is not distributed in the u.s.; however, the wt-5900 warmtouch is of essentially identical design and is distributed in the u.s. The 510k number for the wt-5900 warmtouch is k020604. The reported customer complaint is confirmed. The temperature control was found to be defective and the fault isolated to a defective circuit board. Additionally, the filter cover was replaced. Replaced filter cover and defective circuit board. Parts replaced and unit passed all functional testing. Information has been added to the database for trending purposes.

Event description:
The company received a report where it was claimed that the filter cover melted due to the unit being hot. The caller could not recall the temperature of the device. Unit in use with a patient, there was no patient harm reported.